Event description:
This ra lead was implanted on (B)(6) 2014 and remains at united states the time. A call was placed to technical services on (B)(6) 2017 stating that there have been impedance of greater than 3000 ohms. It is possible that lack of a-v synchrony due to this has been causing the poor feeling although it looks like he has normal sinus activity in the atrium, but it has been mode switching so would be non-tracking. Check for lead fracture and maybe some pocket manipulation or header x-ray to see if there is under-insertion or spring contact issue. The physician (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).